Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va090aq, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va090aq, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
Information was received from the health care professional (hcp) and company representative that reported the patient who was implanted for parkinson's dual presented in the clinic on an unknown date with redness and swelling at the implantable neurostimulator (ins) pocket at the left chest. It was determined to be a possible infection so the doctor scheduled the patient for a washout/removal. The doctor explanted the ins and extension but capped the leads in hopes of saving them and reconnecting at a later date. Additional information received 5 days later from the hcp reported the cause of the infection was a lingering infection since 2013 - (B)(6). They were treated with suppressive antibiotics after washout in (B)(6) 2013. The ins and extension wires were removed and the patient was being treated with 6 weeks of IV antibiotics.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was not related to the procedure because there had been no modifications prior to the event and the implant procedure had taken place 2 years prior to the infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was an infection of the implantable neurostimulator (ins) pocket and extensions. Severity was severe. Etiology was incisional site/device tract, ins pocket. It was unlikely related to the device or therapy and was unlikely related to the implant procedure but both were later noted to be not related. A computerized tomography (CT) scan without contrast was done with results showing fluid collection, approximately 5 cm in the greatest dimension in the superior and anterior to the ins in the left chest. Lab work results indicated abnormal lab work. Patient had required in-patient prolonged hospitalization and the ins and extensions were explanted on (B)(6) 2015. The patient had a (B)(6) infection and was discharged with 6 weeks of intravenous antibiotics in attempt to save leads and re-implant ins and extensions. The outcome was resolved without sequelae. Further follow up is being conducted to obtain further information about the relation of the event to the device/therapy. If additional information is received a supplemental report will be submitted.